Manufacturer narrative:
Event date was reported as more than one day. The amo field service specialist evaluated the excimer laser at the customer location and did not find any issues that were related to the reported events. Calibrations were performed to optimize system stability. Field service found the cooling system empty and refilled. The customer was advised on the proper operation when the system has been sitting for awhile. Field service also indicated that other patients treated on the same days did not have any issues with their outcomes. The amo medical monitor discussed this event with the treating doctor and the doctor indicated that he wanted to watch these patients and see how they do. No further information was provided on the patients. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that two laser vision correction patients presented at a post op exam with overcorrections in the left eye of .50 to .75 diopter following prk (photorefractive keratectomy) treatments. The doctor declined to provide further information stating a preference to wait to see how the patients do.